Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable cause of the reported issue was due to damaged/cracked front case 8300. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that damaged rear case, replaced it a new rear case assembly. The oridion board fails to communicate, replaced it a new oridion board. Updated a new logic board per c.o.#1116890. Replaced also two new iui connectors for missing. Performed leak down test and co2 calibration with passing results. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 28mar2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device needed a rear case and had a bad board, it was not holding pressure. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device needed a rear case and had a bad board, it was not holding pressure. No patient involvement.